Event description:
It was reported that there is a dip or compression in the center of the mattress, and the patient developed a deep tissue injury on their sacrum. Multiple attempts were made to obtain specific details about the development of the reported pressure injury and its current stage; however, no additional information could be obtained from the customer. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported that there is a dip or compression in the center of the mattress, and the patient developed a deep tissue injury on their sacrum. Multiple attempts were made to obtain specific details about the development of the reported pressure injury and its current stage; however, no additional information could be obtained from the customer. The centrella® smart+ bed is intended for use in healthcare environments as a patient support system to prevent and/or treat pressure injuries. It is intended for a broad patient population as determined appropriate by the caregiver or institution. It is intended for patient populations weighing at least 70 lb (32 kg) and is capable of supporting patients up to 500 lb (227 kg). The centrella® smart+ bed is intended to assist clinical staff by relaying bed data to hospital communication systems for display and monitoring. An inspection performed by a baxter technician noted that the centrella bed surface will be replaced to resolve the issue. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or the centrella bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces . A deep tissue pressure injury (dti) is a persistent non-blanchable deep red, purple or maroon area of intact skin, non-intact skin or blood-filled blisters caused by damage to the underlying soft tissues. In some cases, a dti can resolve in a few days, becoming pi stage 1 or 2 once they appear on the external layers of the skin. In other cases, they can develop into stage 3 or 4 (or unstageable) depending on the involvement of deeper underlying structure. A stage 3 pressure injury is defined as full-thickness tissue loss. Subcutaneous fat may be visible, but the bone, tendon or muscle are not exposed. Treatment may include prescribed antibiotic therapy and at times removal of any dead tissue to help promote healing and prevent or treat infection. A stage 4 pressure injury involves full-thickness skin and tissue loss with exposed or directly palpable fascia, slough, muscle, tendon, ligament, cartilage, or bone in the ulcer. Treatment of stage 4 pressure ulcers begin with the removal of dead tissue. If the damage is extensive, surgery is usually required. In this event, the customer did not provide the necessary information to determine the severity of the reported injury. However, the reported deep tissue injury meets the definition of a serious injury as it could involve full-thickness skin and/or tissue loss and will likely require medical and or surgical intervention to preclude permanent impairment to body function or permanent damage to body structure. Due to the sparsity of details provided by the customer, such as length of time the patient was exposed to the damaged mattress, patient¿s medical history (including risk factors for pressure injuries), ultimate staging of the dti, and nursing practices provided for pressure injury prevention, the cause of the patient¿s serious injury is undetermined at this time. The device's surface will be replaced to resolve the issue. If any additional and relevant information is received the case will be re-assessed accordingly.